Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were having problems charging both their communicator and their handset. The orange light would come on and sometimes it charged, but sometimes it didn't. Per the patient, the charging cord was loose, and they had to wiggle it in order to get it to charge. The patient confirmed they had tried multiple cords which did not resolve the issue. A replacement handset and communicator were requested from the repair department. No patient harm reported.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0; lot#serial#: (B)(6); product type: accessory; product ID: hh90t01; lot#serial#: (B)(6); product type: mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot#: (B)(6), ubd: 19-jun-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.